Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to use multiple daily injections as a backup therapy and was informed that a replacement pump with updated software would be sent. Instructions on returning the faulty pump and procedures for the replacement pump were provided, and the caller acknowledged them.